Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value was 141 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.